Event description:
Healthcare professional reported via da lab "deflated" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: total delamination of the valve, yellow particles in the shell, creases fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: crack valve and total delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Total delamination of the valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.